Event description:
It was reported that a revision surgery was needed to replace 3.5mm grafting screws that backed out of an anthem lateral proximal tibia plate xr, left, 6 hole, 140mm, ss post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.